Manufacturer narrative:
The investigation confirmed bubbles were present in patient 1's sample, which indicated poor sample quality. The customer's calibration, qc, system alarm trace, and sample pre-analytical information were requested but not provided. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results for two patients tested on a cobas 8000 e 602 module. On (B)(6) 2021, patient 1 had three samples collected at different times. The patient's questionable troponin result was not reported outside the laboratory. The customer performed a visual inspection of the sample and confirmed bubbles were present on the surface. (B)(6). On (B)(6) 2021, patient 2 had two samples collected at different times. The patient's initial troponin result was reported outside the laboratory. After the second sample was initially tested, the customer performed repeat testing with both samples due to the troponin results not correlating. (B)(6). For patient 2, the customer determined the correct result was 7.41 pg/ml. The troponin reagent lot number was 523669 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The investigation is ongoing.